Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the 4k uhd lcd monitor image was faintly noisy. The noise became severer when the electrosurgical unit was unplugged, and the image blacked out. Furthermore, unplugging and plugging in the signal cable did not restore the image; however, the signal type symbol was displayed on the upper left corner of the screen. The event occurred during a therapeutic endoscopic retrograde cholangiopancreatography operation and the same device was used to complete the operation. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.